Event description:
In this event it was reported that the pt experienced allergic reaction after having an impression taken with jeltrate plus. The pt's mother reported that blisters appeared on the pt's lip. The mother administered benadryl to the pt, which appeared to aggravate the symptoms. The mother took the pt to their doctor who prescribed prednisone and an antibiotic. The symptoms abated 6 days later.

Manufacturer narrative:
While it is unk if the device used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for eval, though has not been returned as of this report. Eval results will be submitted as they become available.